Manufacturer narrative:
PMA/510 (k) number - preamendment. The complaint is being reported by zimmer biomet as (B)(4). On september 30, 2016, it was reported that the device was tearing the skin. On october 18, 2016, it was clarified that further clinical information should be obtained from the spd manager. On october 26, 2016 and clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii revealed minor cosmetic damage to the device including nicks and scratches. There was minor wear to the cutter blades. The test mesh was performed and passed. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the worn cutter, roller, side plates and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was tearing the skin¿ was non-verifiable since during initial inspection there were only minor nicks and scratches to the device and cutter blades. The test mesh was performed and passed. The reported event was non-verifiable since during initial inspection there were only minor nicks and scratches to the device and cutter blades. The test mesh was performed and passed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was tearing skin. No adverse events have been reported as a result of the malfunction.